Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock however the value was unknown. Technical services discussed the 21/24-hour measurements and suggested to perform another transmission. Upon further data review, the out-of-range shock lead impedance measurement measured 125 ohms. At this time, the lead remains in service. No adverse patient effects were reported.